Event description:
Additional information received reported that a pump malfunctioned occurred. No further information was reported in regards to the pump malfunction. It was also indicated that a pump revision was done on (B)(6) 2005. The device system was removed. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
A ''few years ago'' the patient had withdrawal symptoms due to a kink in the catheter. Currently, there were no concerns regarding the patient / patient's therapy. Drug delivered via the device was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial #(B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type catheter; product ID 8637-40, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type pump.